Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2021. Blood glucose level at the time of the incident was 1000 mg/dl which was treated with intravenous insulin drip. Customer was admitted in the hospital for 5 days. Customer had symptoms of feeling sick and headache. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not active at the time of high blood glucose event. Customers last blood glucose reading was 173 mg/dl. The insulin pump will not be returned for analysis.